Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the hcp initially reported the event to medtronic. The treating physician¿s name and contact in formation is not available due to privacy laws. The lot # of the rebar18 microcatheter was b469835.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the thrombectomy stent was delivered through a microcatheter. For the first time, a stuck occurred at about 30 cm proximal to the microcatheter, so the stent was withdrawn. The second time the stuck occurred at the distal end of the microcatheter, and the stent broke when pulled back and removed. Resistance occurred during preparation. The stent was able to be pushed out of the sheath. Catheter resistance occurred in the proximal and distal sections. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerbral artery. The patient's baseline was mrs 5, nihss 18, and tici1. Procedure mrs was 3, post procedure nihss was 4, and tici 2b.  IV tpa was contraindicated. There was 2 passes with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 5 hours. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a rebar18 microcatheter.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis ((B)(6)), 203cm ruler ((B)(6)), camera (panasonic lumix dmc-zs5), pin gauge sets ((B)(6)) as found condition: the solitaire fr stent and rebar-18 micro catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened solitaire fr inner pouch. Visual inspection/damage location details: the finger markers were found undamaged. The stent working length struts were in good condition. The non-working (tear drop) length struts were found kinked. Visual inspection of the detachment zone revealed no electrical etching. The detach wire was found broken at ~2.9cm from the dymax adhesive dome. No damages or irregularities were found with the marker coil or remaining pusher. No damages or irregularities were found with the rebar-18 hub. The micro catheter body was found broken at ~133.1cm from the proximal end, with necking and stretching found on the separated edges. No damages or irregularities were found with the distal tip or marker band. Testing/analysis: the inner diameter of the rebar-18 was measured to be 0.022¿ at the hub and ~0.0215¿ at the distal end, which is within specification (specification: 0.020¿ minimum). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿resistance during deliv/retrieval¿ was confirmed as the damages found is consistent with resistance. Solitaire fr is required to be used with a micro catheter with a minimum inner diameter of 0.027¿ (per IFU). As the rebar-18 has an inner diameter of 0.020¿ minimum, the solitaire fr (model: sfr-6-30) is not compatible for use. The customer report of ¿separation¿ was confirmed. The separation likely occurred due to the resistance caused by incompatible devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.